Event description:
Litigation papers allege the patient suffers from pain, elevated metal ion levels, physical impairment, disfigurement and mental anguish.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege the patient suffers from pain, elevated metal ion levels, physical impairment, disfigurement and mental anguish. Doi: (B)(6) 2007 (left hip); dor: no date set as of yet. Resident of (B)(6). Asr revision reported via sales rep, unknown side, no additional reasons for revision reported.